Event description:
The device received has been classified as an un-reconciled blind unit. No further information regarding this device is available. No info was received to identify the owner of the device.